Event description:
During an eps case, the surgeon complained that the 3.5 mm depth gauge didn't fit well into the drilled space so they had to use the 2.7mm depth gauge. The case was completed without problems.

Manufacturer narrative:
Actual device is not available to stryker for investigation.